Event description:
It was reported that there was an error 45636. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported compliant was duplicated. It was found that the downstream occlusion(dso) seal was detached. The dso seal was replaced.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history along with functional testing showed error code 45639 due to a defective printed wire assembly (pwa). The dso seal and pwa were both replaced. The device then passed all tesitng.